Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on 06/26/2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.